Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe noted at the right ventricle (rv) and left ventricle (lv) only. Venous access was obtained and transseptal puncture (tsp) was performed under tee bi-caval view and posterior in short axis view, with a mid-stick on the small-sized septum. The physician noted the tenting location was more posterior than liking. A wire and a watchman trusteer access system (was) was advanced into the left atrium (la). A pigtail catheter was inserted and a fluoroscopy contrast shot obtained, while sizing was determined based off anatomy. A 24mm watchman flx pro closure device and delivery system (wds) was inserted into the laa and shoulders landed proximal, so the wds was recaptured and moved more posterior in the laa. An aggressive tug test was performed and wds shifted deeper into the laa, as seen on fluoroscopy. The wds met pass criteria, the closure device was released and implanted, and the was brought back into the right atrium (ra) and removed and groin closed. Post assessment began and a pe was noted on the ra. The closure device remained stable. The pe was measured and monitored for about 15 minutes, and no changes in the pericardial space of the rv and lv were noted. Patient was hemodynamically stable the entire case and no instability noted. Physician deemed necessary to drain the pe, since ra was not visualized prior to case start and it is undetermined if pe was present prior or happened during the case. Pericardiocentesis was performed and less than 200cc of dark, dull blood was removed. There was no cardiac perforation visualized. Patient remained stable, pericardial drain left in place, and was taken to the ICU for monitoring. The drain was then removed and a transthoracic echocardiogram (tte) is planned for the afternoon. The follow up tte showed no reoccurrence of the pe, so the patient is being discharged home in stable condition and has made a full recovery. The physician plans to keep the patient off anticoagulation for one week and reevaluate in clinic in response to ta slight drop in hemoglobin level to 1g, no further interventions were performed. A follow up tte is scheduled in three (3) months. In the physicians opinion, the aggressive tug test and frail (age related) state of the laa was the cause of the pe. It was further reported that the patient additionally experienced cardiac tamponade during the event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe noted at the right ventricle (rv) and left ventricle (lv) only. Venous access was obtained and transseptal puncture (tsp) was performed under tee bi-caval view and posterior in short axis view, with a mid-stick on the small-sized septum. The physician noted the tenting location was more posterior than liking. A wire and a watchman trusteer access system (was) was advanced into the left atrium (la). A pigtail catheter was inserted and a fluoroscopy contrast shot obtained, while sizing was determined based off anatomy. A 24mm watchman flx pro closure device and delivery system (wds) was inserted into the laa and shoulders landed proximal, so the wds was recaptured and moved more posterior in the laa. An aggressive tug test was performed and wds shifted deeper into the laa, as seen on fluoroscopy. The wds met pass criteria, the closure device was released and implanted, and the was brought back into the right atrium (ra) and removed and groin closed. Post assessment began and a pe was noted on the ra. The closure device remained stable. The pe was measured and monitored for about 15 minutes, and no changes in the pericardial space of the rv and lv were noted. Patient was hemodynamically stable the entire case and no instability noted. Physician deemed necessary to drain the pe, since ra was not visualized prior to case start and it is undetermined if pe was present prior or happened during the case. Pericardiocentesis was performed and less than 200cc of dark, dull blood was removed. There was no cardiac perforation visualized. Patient remained stable, pericardial drain left in place, and was taken to the ICU for monitoring. The drain was then removed and a transthoracic echocardiogram (tte) is planned for the afternoon. The follow up tte showed no reoccurrence of the pe, so the patient is being discharged home in stable condition and has made a full recovery. The physician plans to keep the patient off anticoagulation for one week and reevaluate in clinic in response to ta slight drop in hemoglobin level to 1g, no further interventions were performed. A follow up tte is scheduled in three (3) months. In the physician's opinion, the aggressive tug test and frail (age related) state of the laa was the cause of the pe.